Event description:
I had essure procedure done on (B) (6) 2009. I followed up on (B) (6) 2009, for the hsg testing,. The testing came back identifying the dye could not go through my tubes. I went to the doctors in (B) (6), he told me I didn't need to take the birth control pill any longer. In (B) (6), I was having problems. When I called the doctor, she said to take a pregnancy test just in case. I did so and it showed I was pregnant. The next day, I went to the hosp to get an ultrasound done. I was already 8 weeks along. However, the biggest shock was I am carrying "twins". This was a painful procedure for me to get done considering it took the doctors some time to get these corals through my tissue and into my tubes. I have three children and didn't plan on having any more. Having this procedure done has forever changed my life and my family's life. I followed through with all of my doctor visits and follow ups. At this moment, I am not sure what to do. Not only was I not prepared for this to happen, I am not sure how I am going to afford 2 more children. I feel very strongly that the FDA should do something about this procedure. It definitely does not work!!!!!! Diagnosis or reason for use: birth control.